Manufacturer narrative:
The tech found the side rail latch pin was stuck. The tech cleaned the side rail latch pins to resolve the issue.

Event description:
The tech alleged the side rail does not latch. No pt impact.